Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use without any leak noted, which would suggest that the device was not damaged prior to use. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent, or insufficient preparation prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. In this case, it is possible that a sharp or rough edge was left from the laser atherectomy causing damage to the outer surface of the balloon resulting in the balloon rupture during the first inflation at 6 atmospheres; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery. After laser atherectomy was performed, a 6x120mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon ruptured during the first inflation at 6 atmospheres (atms). Then, a 6x120mm armada 35 pta catheter was advanced without resistance, and the balloon ruptured during the first inflation at 6 atms. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.